Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she is experiencing a jittering, flickering disturbance in the vision of both eyes associated with lighting and movement. The disturbance makes her feel nauseated. The consumer reported that she normally has prism in her glasses to help align her eyes, but she does not have any prism in her glasses at this time. Her surgeon has told her that everything was "good." Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 11/01/2011 and 11/18/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).